Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. Pump unable to prime during prime/a33 test due to faulty fsr.(gold). Unit passed displacement, rewind, basic occlusion, occlusion,and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with bleeding lcd glass, scratched display window,cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a motor error and a low battery alert. The blood glucose level was not given. No further information was provided.